Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated wbc results generated on the alinity hq processing module for one sample. The instrument didn¿t detect nrbcs that were in the sample. The following data was provided: 06dec2024, sid (B)(6). Nrbc = 0.00 10e3/ul wbc = 80.6 10e3/ul neutrophil = 8.83x 10e3/ul hemoglobin = 9.54 g/dl platelet = 536 10e3/ul manual slide review nrbc = 280 manual slide review corrected wbc count = 21.8 a manual correction of the wbc count was required due to the nrbcs seen on the manual smear review. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did not identify an increase in complaint activity for list 096p68-01 and the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity hq processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated wbc results generated on the alinity hq processing module for one sample. The instrument didn¿t detect nrbcs that were in the sample. The following data was provided: on (B)(6)2024, sid (B)(6): nrbc = 0.00 10e3/ul, wbc = 80.6 10e3/ul, neutrophil = 8.83x 10e3/ul, hemoglobin = 9.54 g/dl, platelet = 536 10e3/ul, manual slide review nrbc = 280, manual slide review corrected wbc count = 21.8. A manual correction of the wbc count was required due to the nrbcs seen on the manual smear review. No impact to patient management was reported.